Manufacturer narrative:
The biomedical engineer (bme) reported that when the nurse admits a patient using the patient identification (ID), onto the central nurse's station (cns), the cns is not returning the name of the patient. The bed identification (ID) is not on the bed side monitor either. Bme reported they are not getting a " patient not found" error message. The patient is being monitored successfully, there is just no name in the demographic information section on the device. No patient harm was reported. Nihon kohden technician informed the bme that either there is a problem with the admit, discharge, transfer (adt) feed coming into the health level seven,i.e. (Hl7) feed or coming from the hl7 feed. Nk technician recommended that the bme reach out to their electronic medical record (emr) provider to investigate the issue and if needed nk server support will be available to assist with this issue. No further complaints of this type have been received on this device. There was no patient injury reported. Nihon koden employees have made numerous attempts to obtain more information from the bme who initially reported this issue but no response to emails and phone calls have been received at this time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for more information regarding the reported event and for the d10 in the ni list above: no reply was received. Attempt # 2:(B)(6) 2024 emailed the customer via microsoft outlook for more information regarding the reported event and for the d10 in the ni list above: no reply was received. Attempt # 3:(B)(6) 2024 phone call to biomed was made by nk technician who left voice a message requesting status of this issue. No response had been received.

Event description:
The biomedical engineer (bme) reported that when the nurse admits a patient using the patient identification (ID), onto the central nurse's station (cns), the cns is not returning the name of the patient. The bed identification (ID) is not on the bed side monitor either. Bme reported they are not getting a " patient not found" error message. The patient is being monitored successfully, there is just no name in the demographic information section on the device. No patient harm was reported. Nihon kohden technician informed the bme that either there is a problem with the admit, discharge,transfer (adt) feed coming into the health level seven,i.e. (Hl7) feed or coming from the hl7 feed. Nk technician recommended that the bme reach out to their electronic medical record (emr) provider to investigate the issue and if needed nk server support will be available to assist with this issue. No further complaints of this type have been received on this device. There was no patient injury reported.

Manufacturer narrative:
Complaint summary: the biomedical engineer (bme) reported that when the nurse admits a patient using the patient identification (ID), onto the central nurse's station (cns), the cns is not returning the name of the patient. The bed identification (ID) is not on the bed side monitor either. Bme reported they are not getting a " patient not found" error message. The patient is being monitored successfully, there is just no name in the demographic information section on the device. No patient harm was reported. Investigation summary: nk technician informed biomed either there is a problem with their adt (admit,discharge,transfer) feed coming into the nihon kohden hl7 server or coming from their hl7 server and since they are not under contract for service they should reach out to their electronic medical record (emr) service provider first to check it out. Several emails were sent to biomed email for status of reported issue and technician left voice message for status of reported issue, no replies received. The customer did not respond to follow up attempts. The root cause cannot be determined. It is likely that the cause of the issue may be related to the customer's emr provider. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. Additional manufacturer information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 adverse event problem codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when the nurse admits a patient using the patient identification (ID), onto the central nurse's station (cns), the cns is not returning the name of the patient. The bed identification (ID) is not on the bed side monitor either. Bme reported they are not getting a " patient not found" error message. The patient is being monitored successfully, there is just no name in the demographic information section on the device. No patient harm was reported. Nihon kohden technician informed the bme that either there is a problem with the admit, discharge,transfer (adt) feed coming into the health level seven,i.e. (Hl7) feed or coming from the hl7 feed. Nk technician recommended that the bme reach out to their electronic medical record (emr) provider to investigate the issue and if needed nk server support will be available to assist with this issue. No further complaints of this type have been received on this device. There was no patient injury reported.